Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.75 x 46, eccentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery. The a 2.75 x 48 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.